Event description:
Boston scientific crm received information that the patient presented to the emergency room with symptoms of fatigue, a feeling of heaviness in his chest and syncope. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited low impedance measurements in bipolar and unipolar pacing configurations and was oversensing. Noise was also observed on the electrogram, but did not appear on the surface. Pauses in pacing where the patient's heart rate dropped between 20 to 30 bpm and the patient became syncopal were also observed. The patient was admitted to the hospital for a lead revision. During the revision procedure, insulation degradation on the rv lead was observed. The lead was surgically abandoned and a new rv lead was successfully implanted. The device was also electively explanted due to remaining battery longevity. No additional adverse patient effects occurred during the procedure.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.